Event description:
It was reported the patient had 3 magnetic resonance imaging (MRI) scans of the I-spine. During the scans the device was turned off, but afterwards the patient felt painful stimulation in different and non-corresponding places. The patient could not use the device anymore because it only caused pain, and the device was going to be removed on (B)(6), 2012. Additional information has been requested, a follow-up report will be sent if additional information becomes available. The patient had two stimulators implanted at the time of the event, and it was unclear what stimulator was at issue. As a result a report has been filed on both. See MFR report # 3004209178-2012-01283 for the other report.

Manufacturer narrative:
Lead model 3887-33 lot #j0230950v implanted: (B)(6) 2002, lead model 3887-33 lot #j0230950v implanted: (B)(6) 2002, extension model 7495lz51 (B)(4) implanted: (B)(6) 2002, extension model 7495lz51 (B)(4) implanted: (B)(6) 2002, programmer model 7435 (B)(4).